Event description:
The angioguard device was defective upon opening the package. The basket was crushed and not usable. Sales rep indicated it was probably damaged in transport. There was no damage to the product package. There was no difficulty removing the device from the package. No excessive force was used to remove the device from the package.

Manufacturer narrative:
The returned iol was measured for power and was correct as labeled, 25.0 diopters. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. Will continue to monitor and trend all reports received.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication 2 weeks after implant. Reason stated was the improper iol power was implanted.

Manufacturer narrative:
The iol was not yet received for analysis. The device met all specifications prior to market release. The initial iol implant was replaced with a 1.5 diopter lower power iol of the same model. The manufacturer will continue to monitor and trend all reports received.

Event description:
It was further reported that the patient presented with shortness of breath and worsening angina and was noted to have 75% stenosis in the previously placed stent in the mid left anterior descending artery (lad). The lesion was a bifurcation type c complex lesion. Access was gained via the right femoral artery. The physician attempted to advance the kinetix guide wire across the 99% stenosed diagonal branch; however, the device could not be advanced over the lesion and the physician decided to place the guidewire in the distal lad and a non bsc guide wire was advanced to the diagonal branch. It was noted that the kinetix guide wire was not advancing or torquing well and the physician elected to remove it from the patient; however, when withdrawing the guide wire the tip of the wire was noted to dislodge from the shaft of the wire and stayed in the distal vessel. The physician tried to snare the "trapped" wire; however, the snare could not be advanced to the wire due to the tortuousity and calcification. A non bsc wire was advanced to the lesion; however this device was also unable to reach the detached wire. The physician also attempted to twist the non bsc wire around the detached wire tip but it did not "catch". The lad and diagonal branch were predilated with a 2.5x12mm balloon and a 2.5x15mm non bsc stent was deployed over the detached wire tip. A 3.0x15mm promus stent was deployed in the lad. A kissing balloon technique was then performed with excellent final results.

Manufacturer narrative:
The iol was explanted without complication 3 1/2 months after the initial implant.